Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). As this is a pre-2008 model which only contains a user accessible memory log, no information can be determined between the device passed 'out qat' on (B)(6) 2005 and upon receipt at heartsine. As the first log entry was on (B)(6) 2011, this would suggest that the user accessible memory was erased prior to the first log entry. The device recorded 63 log entries between the 16th august 2011 and the 14th september 2016. On (B)(6) 2011 the device failed the weekly auto self-test due to a low battery. The device continued to record low battery fails up to the 30th september 2012. The device records 6 manual power ups between the 30th september 2013 and the 14th september 2016, the longest of which lasts 1 minute 9 seconds duration. The investigation was unable to replicate, or find any conclusive evidence, of the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.